Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device alarmed and the self-test failed. There was no patient involvement at the time the reported issue was discovered. The analysis was performed by the customer and a third party. Based on the information provided, the reported problem was confirmed by the hospital engineer. The reported problem was determined to be due to an external paddle failure. The root cause of the external paddle failure could not be determined. A third party replaced the external paddle to resolve the issue, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an alarm and failed to turn on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.